Manufacturer narrative:
Suspect medical device, catalog # from 04j27-25 to 04j27-27; lot # from unknown to 94453li00; and the UDI # from (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of tickets found no similar complaints for lot 94453li00 and no trends were identified. Return testing was not completed as returns were not available. Sensitivity testing was performed with a retained kit of lot 94453li00 and the results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified architect hiv ag/ab, lot 94453li00.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. There is no further patient information provided due to privacy issues.

Event description:
The customer reported (B)(6) architect hiv results on one patient. The patient was admitted to the hospital for different clinical symptoms and on the 6th night had (B)(6) tested - all were (B)(6). The following day the physician contacted the lab as the patient is a known (B)(6) patient who has been receiving treatment. The same sample was retested and (B)(6)/the rapid card hiv 2 test is (B)(6); new sample is also (B)(6). There was no reported impact to patient management.